Event description:
It was reported that during set up, the dii controller could not be on and there was a spark. A delay of less than 30 minutes was reported. It is unknown if there was a back up device available. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference : (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the device did not find any physical damage. It was visually confirmed that the unit did not turn on. It was found during the functional testing that the unit did not turn on due to a failed power supply unit. The psu was replaced, and the unit turned on immediately and was functioning normally once replaced. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for failure to power up has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the power supply or fuses within the unit. The root cause for spark/arcing could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.